Event description:
Patient allegedly received an implant via the right common femoral vein due to pulmonary embolism and persistent left lower extremity clot. Patient is alleging tilt, vena cava perforation. The patient further alleges "I have pain in the area of the filter, plus the anxiety knowing that they can't take it out and knowing it could break off at any time. It's a horrible feeling" and "I don't lift or push heavy things, so I don't take my nieces and nephews to the park because I'm afraid the filter will do more damage and worry that a piece could break off. I can't care for my mom and aunt like I used to, and don't go out to have fun with friends like I used to." The patient also alleges "depression and anxiety since 2013. I have seen a doctor about it. In [date redacted] I went to the ER for a severe anxiety attack. I am worried that the filter could kill me." Per report from CT (computed tomography): "positive for caval perforation. Superior extent of caval filter l2 vertebral body. Inferior extent l3 vertebral body. A total of 4 prongs have perforated the ivc series 3 image 68. Maximum distance prongs perforated approximately 10 mm series 601 image 58. Coronal images approximately 10 degree tilt superior left to inferior right series 601 image 58. Sagittal images 7 degree tilt superior anterior to inferior posterior series 602 image 78. Diameter of ivc directly above filter 27 x 17 mm series 3 image 54."

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, anxiety, depression and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The following allegations have been investigated. Vena cava (vc) perforation, tilt, pain, anxiety, depression and physical limitations. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2013". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.